Event description:
The pt is implanted with two percutaneous leads (from the same lot). It has been reported the pt is without stimulation. A full parameter diagnostic indicated high impedance values on several contacts. Reprogramming around the contacts did not resolve the issue. X-rays did not reveal any migration, connection, or visible fracture issues. The pt is working closely with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.